Event description:
Operator was unable to remove stylet from the device needle sheath and needle was noted to be slightly bent; entire needle and stylet were removed without problems and procedure continued with new needle.what was the original intended procedure?tissue sample biopsy during bronchoscopy.